Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high as 290mg/dl. Customer blood glucose was 290 mg/dl at time of incident and current blood glucose is 290 mg/dl. Customer states he just got out of the hospital .customer states he was not wearing his pump and collapsed with a high blood glucose and went into a coma customer states he does not know how long he had not worn his pump but, the issue happened on 08/10/17 .customer states he had an issue with glucometer customer reports they have a back-up plan available. Customer treated her high with pump. Customer wants assistance with programming new meter. The insulin pump will not be returned for analysis.